Event description:
(B)(6) clinical study. Same case as: 2134265-2012-03058. It was reported that post a coronary stenting treatment procedure, the patient experienced angina and restenosis. Lesion 1 was located in the 1st obtuse marginal (om). The lesion was 98% stenosed, 3.0mm in diameter and 18mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.5mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 2.5x12mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2012, the patient was admitted for angina and chf exacerbation, 100% occlusion in the lad just after "insertion in stent", was treated with predilation and placement of a 2.5x6m promus element stent. Post dilation was performed. Residual stenosis was 0%. On the same day, the 99% in-stent restenosis in the 1st om was attempted to pass with a 2.5x10mm cutting balloon which would not pass. The lesion was treated with predilation using 3.0x15mm and 3.0x30mm apex balloons with moderate waist noted and placement of a 3.0x28mm promus element stent. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2012, the event was considered resolved without residual effect and the patient was discharged.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).